Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. As a result, the assignable cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cracked mini-cap. There was no report of patient injury. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Actual date of event is unknown. If additional relevant information becomes available, a supplemental report will be submitted.